Event description:
The electrode channels of concerned cochlear implant lost their function one by one. There was no problem with the audio processor. The patient has been re-implanted.

Manufacturer narrative:
UDI code not available for this device. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information and telemetry measurements, a damage to the active electrode, most likely caused by minute device mobility is the root cause of failure. However, to determine an exact root cause, a device investigation would be necessary.

Event description:
The electrode channels of concerned cochlear implant lost their function one by one. There was no problem with the audio processor. The patient was re-implanted. Despite multiple requests, the explanted device has not been received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Reportedly, the electrode channels of the concerned cochlear implant lost their function one by one. The recipient was re-implanted.